Event description:
The angled long saber attachment was sent for evaluation due to overheating while being tested by the service technician during a routine field service maintenance visit. There was no patient involvement, and no adverse consequences were reported.

Manufacturer narrative:
The device was not yet received. A follow-up report will be submitted once quality investigation is completed.